Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) for high rate non-sustained episodes and a high number of short v-v intervals. The lead also exhibited a gradual rise in pace/sense impedance. The device exhibited oversensing of noise due to electromagnetic interference. The lead and device remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. If information is provided in the future, a supplemental report will be issued.